Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The lead 1- wire in the ECG cable was damaged causing the faults. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation from sweating. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.